Event description:
Customer reported not able to test blood glucose due to blank screen issue on her freestyle flash meter. Customer reported experiencing symptoms of low blood sugar, confusion, sweating, and loss of consciousness. Customer was transported to the hospital by paramedics and diagnosed with severe hypoglycemia. Customer was treated with IV fluids and syringe of glucagon. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.